Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the imaging system was powering off by itself. Site was attempting to preform the gain calibrations and the system would unexpectedly power off. There was no patient present when this issue was identified. Onsite investigation was performed and the field engineer discovered that one of the ground pins where the mobile view station (mvs) umbilical cable connects to the imaging system was bent. After fixing the pin the system was able to fully charge without issues. No further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was powering off by itself. Site was attempting to preform the gain calibrations and the system would unexpectedly power off. There was no patient present when this issue was identified.